Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: there was a "stain on the head cover." No further information reported at this time.

Manufacturer narrative:
Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter on stopper with the incident lot was observed. Additionally, retention samples were reviewed and indicated failure mode was not observed. Here has been increased awareness for cleanliness and reduction of foreign matter in the plant. Several projects are in place that will help reduce the potential of introducing fm into tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter on stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: there was a "stain on the head cover." No further information reported at this time.